Manufacturer narrative:
A5: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 11/23/2023-1/11/2024. If implanted; give date: (B)(6) 2023. If explanted; give date: (B)(6) 2024. Section e1 telephone number : (B)(6). Other (81): the device was not returned for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded multifocal intraocular lens (iol) could not adjust to halos and glare. The iol was explanted from the patient's operative eye. It is unknown if a vitrectomy, incision enlargement, or sutures were required. The patient status was reported as unknown. Through follow up it was learned that the iol is not available for return. No other information was provided. .